Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube).

Event description:
It was reported that backside of the insulin pump was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.